Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.